Manufacturer narrative:
H4: the lot was manufactured between february 3, 2020 to february 4, 2020. H10: two (2) actual devices were received for evaluation. A visual inspection was performed and observed the bladder has been ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. The remaining one (1) sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloons) of three (3) small volume intermates ruptured. This occurred during filling, prior to patient use. The devices were filled with 45-70ml 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.